Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital. The patient was checked for the first time since (B)(6) 2015. There were 718 shocks delivered since that date and in (B)(6) 2015, there were high out of range pace impedances of greater than 2500 ohms and loss of capture at 7.5v at 0.4ms on the right ventricular (rv) lead. It is unknown if those shocks were inappropriate. Due to the patient's non-device related comorbilities, both tachycardia and bradycardia therapy were programmed off. The rv lead remains implanted. No adverse patient effects were reported.